Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, based on the information provided, the reported event may have been caused by a failure of the patient board of the device. Olympus medical systems corp. (Omsc) confirmed the following from the information provided: -the device displayed the endoscope image only when connected to the 190 series endoscope. -the endoscopic image was distorted due to the defective patient board. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The user returned the device to olympus for repair due to a loose video connector socket. The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. -dust had accumulated inside the device. -the front panel was yellowish. -the lid and front panel were scratched. -the video connector socket looseness reported by the user was not found. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that when the device was connected to the endoscope other than olympus 190 series endoscopes, the endoscope image was distorted and was not displayed due to a failure of the patient board set. The device worked properly when connected to a gastrointestinal videoscope gif-xp150n, colonoscope cf-160l, or 190 series endoscope.there was no report of patient injury associated with the event.